Manufacturer narrative:
No medwatch form was received. The outer insulation was damaged due to twiddlers syndrome. Other damage found was sustained due to the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead had dislodged due to twiddlers syndrome. The lead was explanted and replaced.